Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on an unspecified date during (B)(6) 2015. At this time the patient claimed obtaining a blood glucose reading of "7.x mmol/l" on the subject meter. The patient informed the csr that they do not take any medication in order to help manage their diabetes and denied making any changes to their usual diabetes management regimen due to the meter issue. The patient denied experiencing any symptoms as a result of the alleged meter issue but stated that they received telephone advice from a healthcare professional (hcp) during (B)(6) 2015, regarding the issue. The advice the hcp gave was that the alleged high result was likely due to the fact that the patient was "sick with a sore throat". The patient did not use another device to test their blood glucose. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly, and the products were requested back for evaluation. Replacement products were sent to the patient. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. The patient developed no signs/symptoms suggestive of severe hypoglycemia or hyperglycemia.